Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disk disease and underwent olif (oblique lumbar interbody fusion) surgery. Intra-operatively, the tip of the shaft broke off. The product came in contact with the patient. There is no fragment of the device remaining in the patient. No patient complications were reported as a result of event.

Manufacturer narrative:
Product analysis: visual review confirmed the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue, with directional river lines consistent with overload. There is a slight angulation that correlates to the direction of the river lines indicating a bending moment. A small area of the threads of the inserter have been damaged right below where the fracture occured. These observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.